Manufacturer narrative:
(B)(4). Date sent: 2/14/2023. Additional information was obtained: correct lot number: w70100 d4 lot number.

Event description:
It was reported that during an unknown procedure the white sheath of the tip broke and the fragments have fallen into the abdomen.

Manufacturer narrative:
(B)(4). Event year only reported batch #: unknown. The following information was requested, but unavailable: did the patient experience any adverse consequences due to this issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation of the lot number is currently pending completion. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.